Event description:
The facility's technician reported an infusion pump with a 517 failure code. The technician stated that it was unk if there have been any reports of any pt incident involving the pump since the last baxter service event. It was unk if the failure occurred during pt use or biomed testing. Additional contact info was requested but not provided.